Event description:
The suspect device result was greater than 300 mg/dl. The user's spouse dosed pt with insulin. Emergency medical technicians were called later when the couple was at church. The suspect device reading was 316 mg/dl and the emts checked pt's glucose and the reading was 34 mg/dl. They were taken to the hospital and given something orally to increase their glucose. Controls were not used on the device. The device was replaced and requsted to be returned for evaluation. Expired test strips were in use.